Event description:
The info received from the affiliate states that this male pt was presented to the intervention lab for repair of a dialysis shunt (location unk). The target lesion was not calcified or tortuous. The % of stenosis is unk. During an attempt to dilate the lesion, the 6.0 x 4 cm powerflex pta balloon would not inflate. The physician found that there was a leak in the balloon hub. There was no adverse consequence to the pt. No additional info was provided.

Manufacturer narrative:
Upon inspection of the returned product, the customer's complaint was confirmed. A non-sterile powerflex extreme was returned for analysis. Mfg records for this lot was reviewed and the results indicate that the product met quality requirements for product acceptance. During functional testing of the returned device, a cross talk leakage was observed between the catheter shaft and strain relief. The confirmed failure is considered to be manufacturing related. An internal investigation has been initiated to explore this issue. In conclusion, the intended procedure was angioplasty of a dialysis shunt. No details regarding the target lesion were provided. It was reported that the balloon did not inflate during the procedure. The product was returned for analysis. During inflation of the balloon, a cross talk leakage as observed between the catheter shaft and strain relief. This anomaly is considered to be mfg related. In this case, the reported event is manufacturing related.